Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked and threads were stripped. The returned battery cap also had stripped threads and was unable to fully attach to the pump; therefore, pump reboots were duplicated. A test cap was used and was able to fully attach and successfully completed the 24 hour duration test with no power interruptions duplicated. The pump cover was removed and there was no evidence of internal moisture or damage found.